Event description:
It was reported the patient lost pain coverage to the right leg following a lead puncture by a spinal needle while doing a myelogram without fluoroscopy. The generator was also running low because of high usage. The coverage was transferred to the right lead and the amplitude was increased to provide enough coverage. A CT scan was done which indicated the lead had migrated/dislodged. The patient underwent surgery. The extensions were explanted and not replaced. The leads and generator were explanted and replaced. The patient recovered without sequela.